Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was capped due to lead fracture.

Event description:
New information on (B)(6) 2016 stated that the patient presented during follow up. The patient tolerated the procedure well.